Manufacturer narrative:
Detailed analysis is currently being performed on this device.

Event description:
Boston scientific received information that this device that was implanted approximately six months, displayed and error code and reached end of life (eol). As a result the device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted there are no blemishes on the device case, all sealplugs are intact and all setscrews move freely. There are no crcs, eccs or resets recorded while the device was implanted. There is 133.2 kohms between df+ and df- which indicates that the output bridge is intact. A 50.6 ohm load was attached to the shock channels and a manual shock impedance resulted in a 50 ohm measurement which is within specifications. Both rv and atrial pacing pulses are present as verified by a capturing the images on an oscilloscope. The device case was removed; the cell voltage was 2.895 volts. The cell was replaced with a 3.25v power supply; the current in factory mode = 8.8uamps which is typical. All low voltage power supply voltages were within specifications. The output capacitors were removed and connected to another hybrid. Commanded shocks resulted in normal charge times and output. A 5j shock had a charge to of 0.8 seconds, and 11j shock had a charge time of 2.0 seconds. The transformer was mechanically removed and all winding measurements were within specifications. The primary and secondary windings are not shorted together. The hybrid was powered up without the transformer and there was no voltage on hv. No further analysis performed.